Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported that the unit was in use on patient, but its unknown if there was patient harm reported.

Manufacturer narrative:
Root cause: conclusion date: 01/24/2017. The customer returned the unit to the factory as out of box failure. No repair performed on the field. Failure analysis on this returned ventilator shows that the unit was tested and no failures were identified in approximately 46 hours of testing. The customer reported problem was not duplicated.

Manufacturer narrative:
Updated .